Manufacturer narrative:
No product returned for evaluation of the dyonics powermini, with hand controls is not possible as the device has not been returned. (B)(4).

Event description:
During an wrist arthroscopy procedure while using the dyonics powermini, with hand controls device started to smoke while being used. This event occurred while they were shaving with the shaver. The staff in the room said the shaver got hot and quit. A smith & nephew shaver was being used with the device. They had a second shaver that they used to finish the case; the patient did very well with no adverse effects. This is their regular small joint shaver and they use it on all wrist arthroscopy cases without problems.